Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The product support engineer (pse) provided support to the customer over the phone and provided the part identification for power management (pm) board, overlay battery and flow sensor assembly. The customer confirmed to the fse the unit was repaired and placed back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an alarm relevant to user interface indicator light. There was no patient involvement.